Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was used in stomach during a laparoscopic procedure, the surgeon was able to press the green button and squeeze the handle but the stapler did not fire. It was also stated that the device jaw locked on tissue but was removed manually. Another device was used to complete the case. There was no patient injury.